Manufacturer narrative:
After further review it was determined that this event no longer meets the criteria of a malfunction if were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submissions for 0001038806-2017-00625 submitted on september 15, 2017 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event. No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for screw-vent® implants¿ 9665 rev 0-09/14. Rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. A product quality hold (#133269) was issued for the affected lots within the lower level lot 63542171. Hhed17-023 was initiated to further evaluate a similar event. As a result, hhe 2017-351 was initiated, and CAPA (B)(4) was opened. CAPA (B)(4) was closed to scar 17038 for veridiam allied swiss. Scar 17038 was reviewed and addressed the reported device malfunction. A probable root cause for the reported event could not be determined, as no device was returned for inspection. Complaint is therefore non-verifiable.

Manufacturer narrative:
Device lot # was not provided/unknown. Device has not been returned to manufacture. Product no returned to manufacturer.

Event description:
It was reported that hex driver (rhd2.5) is too big to fit into the fixture mount transfer.